Event description:
It was reported that the cartridge leaked insulin from the bottom where the fill rod or pump attaches. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The caller successfully changed the cartridge and resumed insulin therapy, and technical support initiated a return merchandise authorization for the defective cartridge.